Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the battery of the patient's pump was corroded. The patient did not know how they thought the battery was corroded. No patient symptoms were reported. No further complications were reported.